Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with challenger -ligat.clips. The following information was reported: during the speculum esophagectomy surgery, the product was used. There was no problem with the third shot; however, at the fourth shot, the cartridge got broken and dropped into the patient's chest cavity. The surgeon took out the fragments as much as possible. There might be a possibility that some fragments are still remaining in the patient's body. Also there was a surgical time extension collecting the fragments as well. Additional information has been requested but not yet received as of this report. The malfunction is filed under (B)(4).

Manufacturer narrative:
Investigation. The investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840) and the digital-camera "panasonic dmc tz8". We made a visual inspection of the cartridge and the sterile package. Here we found a visible dented packaging blister in several places. We also detected a visible damaged inner contour of the magazine. The fracture surface shows no anomalies. Additionally we discovered unknown deposits and a missing latch. Furthermore we found a deformed slider sheet and two broken off fragments. Batch history review: the device history records have been checked for the available lot number(s) and found to be according to the specification, valid at the time of production. There is no indication for a manufacturing error or a material failure. There are no similar complaints against the same lot number. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files a material defect and production error can be excluded. No pores or foreign bodies could be found on the point of rupture. Investigations lead to the assumption that the visible dented packaging blister was caused by an improper handling during magazine removal. There is the possibility for a pre-damage of the magazine. It appears that the dropped off magazine led to the broken off latch. The broken off latch could also have caused due to a handling related error. This could cause by an improper removal out of the primary sterile package or improper inserting of the cartridge. If the cartridge is engaged not completely, has not been mounted correctly or was damaged during inserting, there is an impairment of product functionality. There is also the possibility for a too fast application by an improper handling. This could also led a dropped off magazine. Due to a pre-damage of the magazine by removal, there is the possibility for a breakage when it dropped off. Based upon our historically grown product experience and due to different simulation regarding an insufficient inserting of the cartridge or a too fast application, this leads to the described errors. Possibly a damaged clip applicator due to a deformed push rod or something similar could be another cause for the described error. During extraction the cartridge of patient's chest cavity, it could be that the slider sheet was grasped with another instrument. During pulling out, the slider sheet could be deformed and the inner contour was damaged. It could also be that during pulling out, the cartridge broke. Corrective action a CAPA is not necessary.